Event description:
It was reported that the right ventricular lead exhibited high thresholds and low impedance. The device output was reprogrammed. There were no adverse consequences and the patient would be monitored.

Manufacturer narrative:
.